Event description:
It was reported that a patient has been experiencing jaw pain approximately 9 years post implantation of a total temporomandibular joint prosthesis and is currently seeking a doctor for a followup consultation. No intervention has been noted to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 45mm rt standard mandibular cat# 24-6545 lot# 353500a. 45mm lft standard mand cat# 24-6546 lot# 537500c. Tmj sm rt fossa comp cat# 24-6562 lot# 532760b. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported items and part and lot combinations. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.